Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos/images/videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure in the right internal jugular vein using MRI power port isp. On (B)(6) 2025, it was found that there was a large bulge in the patient's chest wall after the tubing was flushed. Reportedly in radiograph it was found that there was a fracture in the catheter, the surgeon proceeded to remove the port by secondary surgery. Additionally, the injected saline leaked out at the break due to the broken catheter. The current status of the patient was unknown.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure in the right internal jugular vein using MRI power port isp. On (B)(6) 2025, it was found that there was a large bulge in the patient's chest wall after the tubing was flushed. Reportedly in radiograph it was found that there was a fracture in the catheter, the surgeon proceeded to remove the port by secondary surgery. Additionally, the injected saline leaked out at the break due to the broken catheter. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows the tip of the catheter was noted to be broken into pieces. The remaining broken part of the catheter was attached to the port within the cathlock. Therefore, the investigation is confirmed for the reported catheter fracture, fluid leak issues and identified material separation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.